Manufacturer narrative:
The customer stated that the instrument and the reagent is not available for investigation. Without the instrument, the customer's issue cannot be investigated and therefore the root cause cannot be determined.

Event description:
The customer reported that they received discrepant leukocyte results compared to cytobacterial testing of the same sample on a lab instrument. There is no report of harm due to this event.

Manufacturer narrative:
Siemens has requested more information for further investigation. The cause of this event is unknown.